Manufacturer narrative:
This MDR is related to 9610905-2017-00009. Both MDR's are submitted for the same patient and event however due to two different devices involved separate MDR's are being filed. It is unknown the exact date swelling began therefore event date could not be determined.

Event description:
Patient developed sores and significant swelling 4-9 months post-operative directly over implants. Doctor indicated that this was not the normal inflammatory response.

Manufacturer narrative:
During the investigation chemical, sterility and viscosity testing was performed on samples from the same stock and lot. The chemical composition, sterility, and viscosity was tested and revealed no anomalies. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The root cause for the failure cannot be determined due to no anomalies detected. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.